Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2018 with the following findings: during investigation, battery was not returned with the pump. The pump was successfully run on a 24-hr basal program w/no reboot, power loss or overheating duplicated. Unable to duplicate complaint of overheating or power loss during investigation. The black box verified the voltages were steady with no sudden drop prior to the reported temperature event. A leak test confirmed a leak at the display lens , although a leak point was found there is no evidence of moisture ingress to the battery compartment or internally. The pump¿s electrical current draws were within spec; opened pump; no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found. No damage observed to power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.